Manufacturer narrative:
Clarification to section c. Suspect product: lot number . Continued d.10. Concomitant therapies: pre-treatment: alcohol and chlorhexidine. Post-treatment: ice. Clonazepam. Continued h.6. Health effect - impact codes: f15. Continued h.6. Type of investigation code: b15, b18, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the ck1 and t1 with 2 syringes of juvéderm® voluma¿ with lidocaine and in the nl, m2, and right ck3 with 1 syringe of juvéderm® volift¿ with lidocaine. Eleven months later, the patient was injected again in the ck1 and t1 with 2 syringes of juvéderm® voluma¿ with lidocaine and in the nl, m2, and right ck3 with 1 syringe of juvéderm® volift¿ with lidocaine. Fifteen months later, the patient was again injected in the ck1 and t1 with 2 syringes of juvéderm® voluma¿ with lidocaine and in the nl, m2, and right ck3 with 1 syringe of juvéderm® volift¿ with lidocaine. The patient experienced non-device related ¿covid¿ 5 months later, again 2 months later. Patient has five doses of covid vaccination. The following month, the patient presented with ¿oedema¿ in the right palpebral region and a lump in the right marionette area. The patient was then treated a month later by a team of dermatologists with minocycline 100mg who also performed a biopsy reporting deep foreign body type gigantocellular granulomatous reaction in relation to exogenous material with morphological characters. The healthcare professional¿s diagnostic suspicion is ¿a case of hypersensitivity type 4, caused by contact with covid or vaccines.¿ event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00319 (allergan complaint #(B)(4)), MDR ID# 3005113652-2023-00320 (allergan complaint #(B)(4)). This MDR is being submitted for the first suspect product, juvéderm® volift¿ with lidocaine.